Manufacturer narrative:
Date of event: no information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported their communicator was no longer connecting. Troubleshooting was unable to be performed as the patient declined stating they prefer to call back at a later time. The next day, the patient called back to troubleshoot. Patient services reviewed external device use and the communicator was working normally and communicating with the handset with solid bluetooth light; however, the patient was repeatedly seeing the device not responding message. The patient repositioned the communicator over the ins multiple times and could feel the ins but continued to see the device not responding message. The patient stated they think the problem is with the implanted device. They have not actively been using it because it was never very effective for them and they never felt relief. Patient services recommend that the patient follow up with managing physician to have the device status checked and address therapy concerns. The patient had moved and no longer sees the implanting physician. Patient services emailed a physician listings to the patient.